Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. The ipg did not communicate with external devices. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.